Event description:
User facility reported that a successful ablation was performed in 2007, on a female with a disposable novasure device. Post procedure a hysteroscopy was done which revealed good results from the ablation and no [uterine] peforation. The pt was discharged. Approximately 10 days, later the pt called the physician with "pain near the belly button". This was treated with "pain meds", medication not specified. "Not long after this, the pt was admitted [to the hospital] with a 103 degree temperature". A computed tomography (CT) was done showing the "possibility of a perforated uterus with a mass around it". The pt was treated with intravenous unasyn (ampicillin sodium and sulbactam sodium) and a laparoscopy was done revealing a perforated uterus with small bowel adhesions to an area on the uterus. The physician then performed a hysterectomy as pt no longer wished to menstruate. He noted that the uterine wall was very thin in the area of adhesions with "small" fibroids, with an area of perforation into the small bowel at this area. The physician reported it is possible the bowel injury may have been present prior to the novasure procedure. The physician reported the "patient was multiple days post-op and was doing well".

Manufacturer narrative:
The device involved in this event was not returned; therefore, an investigation was unable to be performed. The lot/serial number of the complaint device was to provided: therefore, a review of the manufacturing records for the device could not be completed. No further info could be obtained, thus no conclusion can be drawn for this event.